Event description:
A report was received that a patient was experiencing oozing and bloody drainage at the pocket site. The physician prescribed antibiotics and confirmed that the pocket site was red and inflamed. The incision was opened, and the physician suspects that the infection may have traveled up the lead, so the physician explanted the device. The patient was hospitalized and IV antibiotics were administered. The patient was reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were discarded by the medical facility.